Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Upon receipt, the device could not be powered on via the on/off button, as per the reported fault. The fault was attributed to corrosion on the underside of the on/off button dome on the membrane pcba. This had resulted in the on/off button dome making no connection between it and its contact pads, resulting in the inability to power on the device. The corrosion on the screws, underside of the on/off button dome, membrane tail and within the j11 connector along with the multiple negative temperatures recorded, with a low of -6.4 °c, would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.